Manufacturer narrative:
Sections with additional information as of 23-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is concerned with pm fasting meter to meter comparison results of 436 mg/dl using true metrix meter and 270 mg/dl using another device. Customer also stated the true metrix meter is giving her readings over 400 mg/dl pm fasting (didn't want to provide specific results). The customer¿s expected am fasting blood glucose test result range is 180-240 mg/dl and expected pm fasting blood glucose test result range is 250-300 mg/dl. At the time of the call the customer reported feeling hungry. Customer stated a few days prior (date not disclosed) she had gone to the ER due to not feeling well; customer stated she was having diabetic symptoms but did not specify the symptoms. Customer had tested using the true metrix meter and obtained the 436 mg/dl and when at the ER her blood glucose test result had been 270 mg/dl. The diagnosis was high blood glucose and customer was treated with insulin. Customer was discharged the same day. Customer stated that she called the ER nurse again (undisclosed date) after the visit to the ER and let her know that she is still getting high blood reading and nurse advised customer to replace the meter. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/22/2023 and open vial date is 2 weeks ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.